Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed and no complaint related issues were found. Additionally, according to the product development event evaluation, the returned parts did not exhibit the complaint condition. All parts were assembled with the other instrumentation and implants and operated very smoothly and without issue. The entire assembly worked as intended and there was no issue with the helical blade passing through the nail. This complaint was found invalid as the returned parts worked smoothly as intended, lined up properly and did not exhibit the complaint condition. Placeholder.

Event description:
During a tfn procedure the helical blade would not advance into nail, it binded at about 40%. The helical blade was not in locking position and it was up and opened. Surgeon backed out the helical blade and implanted a tfn lag screw instead. Screw locked into place with no problems. Lag screw is smaller than the helical blade which may have allowed it to pass through the nail. Procedure was completed with no further problems. The instruments were put together after the procedure but the blade still would not advance. This is 1 of 3 reports for event# (B)(4).